Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain / pain I was bedridden") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (since teenager). Concurrent conditions included endometriosis, gastritis and exercise induced asthma since 2006. Concomitant products included naproxen. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/cramping"), dyspareunia ("pain with intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, female sexual dysfunction, nausea, depression, dysmenorrhoea and fatigue outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia, dyspareunia, abdominal pain lower, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, depression, dysmenorrhoea, fatigue, abdominal pain. Reporter, patient demographic information, lab data, concomitant diseases were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain / pain I was bedridden") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (since teenager), premature labor and umbilical cord abnormality. Concurrent conditions included endometriosis, gastritis and exercise induced asthma since (B)(6). Concomitant products included naproxen. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6), the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/cramping"), dyspareunia ("pain with intercourse"), abdominal pain ("abdominal pain") and blood pressure decreased ("complications from your essure removal procedure-blood pressure dropped"). The patient was treated with surgery (surgery to remove the essure implant-hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, female sexual dysfunction, nausea, depression, dysmenorrhoea and fatigue outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, migraine and blood pressure decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, blood pressure decreased, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia, dyspareunia, abdominal pain lower, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received - new event complications from your essure removal procedure-'blood pressure dropped' was added. Historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/cramping") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.